Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the device was split in half where the triggers are located. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4501 was received for investigation. Visual inspection identified that the handle assembly had split apart, and the pushrod tab had dislodged and become wedged within the track. The observed condition is consistent with user-applied excessive force to the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by an arthrex employee via e-mail that while using an ar-4501, meniscal cinch ii, the device split in two during insertion. This was discovered during use in a meniscus transplantation on (B)(6) 2021. The surgeon switch to another surgical technique during the procedure due to this incident. Additional information provided 8/24/2021: the device broke inside the patient, but the handle part did not leave any fragment inside of the patient. The case was completed by using a device from a different manufacturer.